Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this right ventricular lead likely dislodged, as loss of rv capture and high pacing thresholds were exhibited. A revision was planned and later completed, in absence of adverse patient effects. The lead was successfully repositioned and confirmed to be functioning normally. Additionally, the customer expressed product performance dissatisfaction with this lead product family.